Manufacturer narrative:
Corrections to section d4, f10, and h10:  per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the reported valve migration into the ascending aorta cannot be confirmed, however, per report, procedural factors (rapid deployment) may have contributed to the valve aortic embolization with subsequent deployment in the arotic arch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the migration cannot be confirmed, however, investigation results suggest/indicate that procedural factors (rapid deployment) may have contributed to the valve migration into the ascending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr with a 23mm sapien 3 valve in the aortic position, a quick-end inflation caused the valve to migrate into the ascending aorta. Using the balloon on the delivery system, the partially inflated thv valve was dragged up the aorta as far as it could go and was deployed in the aortic arch where +2cc were added to ensure anchorage. A second 23mm sapien 3 valve with +1cc was implanted at the native aortic annulus. The patient left the room in stable condition to the critical care unit (ccu) for monitoring.